Event description:
Blood glucose measured 245 mg/dl back to back with a result of 99 mg/dl performed within 5 minutes of each other. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspct product and replacement product was sent.